Event description:
It was reported that this right ventricular lead was an attempted implant due to difficulty with positioning the lead and a suspected lead fracture. The physician reported being unable to advance the last 5cm of the lead. A different lead of the same model was implanted. No adverse patient effects were reported. This lead has been returned, and analysis is pending. Once analysis is completed, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations

Event description:
It was reported that this right ventricular lead was an attempted implant due to difficulty with positioning the lead and a suspected lead fracture. The physician reported being unable to advance the last 5cm of the lead. A different lead of the same model was implanted. No adverse patient effects were reported.